Manufacturer narrative:
Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It is reported that the patient experienced adhesive issue on (B)(6) 2026 as tape was not sticking on first day of insertion and had been used for less than 24 hours due to perspiration.